Manufacturer narrative:
Age at time of event, corrected data: the initial report inadvertently reported this data incorrectly.

Event description:
An implant card was later received which reported that the patient had prophylactic generator replacement on (B)(6) 2015. The battery status was marked as not near end of service (neos-no). The explant does not return explanted products to the manufacturer for analysis per hospital policy.

Event description:
Clinic notes dated (B)(6) 2014 note that the patient's seizures have continued with six relatively mild type seizures within the past month. It was reported that the device is functional and is noted to be near end of service. The notes indicate that the patient has had some breakthrough events, and is having more choking and respiratory complications. It was noted that there is a possibility that the generator is causing complications as it is going out of service and should be reversible when generator is replaced. The notes indicate that the patient currently has recurrent respiratory complications including aspiration. The patient was referred for surgery. The physician reported that he does not believe anything is wrong with the device, but that the events were related to the battery nearing end of service. No known surgical intervention has been performed to date.

Event description:
The physician reported that the patient's clinical symptoms improved after generator replacement.